Event description:
The user facility reported to terumo cardiovascular systems corporation that, during the procedure, cable of the hercules 350 arm broke. No known impact or consequence to pt. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).